Event description:
It was reported that during an unknown gyn procedure, an odd noise was noticed when the device was activated. The surgeon commented that the hemostasis was less than usual. No blood product were needed and it is believed that the case was completed using a bipolar device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was received in good physical condition. The device was tested with a generator and the device performed as required during testing; no abnormal noises were heard. The energy output delivered from the device was verified. The cutting of the test media performed as expected. There were no anomalies noted with the functionality of the device.